Event description:
It was reported that t:slim x2 pump battery would not charge, and caller noted a power source alert while using original charging cable and wall adapter with a working outlet. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to leave wall adapter plugged into a known working outlet for at least 30 minutes, after which pump began charging without changing charging supplies, pump did not shut down, and no further assistance was required.